Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification. No unexpected failed battery test was noted. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. Neither battery compartment or spring were corroded. The battery tube threads were cracked.

Event description:
It was reported that the insulin pump alarmed failed battery test and the display went blank. This had happened four tomes. The customer's blood glucose was 56 mg/dl which was treated juice. Troubleshooting was performed and new battery was inserted into the insulin pump and the device did not alarm failed batter test. It was reported that there was a crack on the inside of the battery compartment where the threading was. The discontinuation of the device was advised. Nothing further was reported.